Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation concluded the corewire was fractured at the distal tip and the tip coil was detached. The proximal section of the corewire measured 1mm and the distal section measured 30mm. The combined length of the two corewire sections indicated there was no missing material from the distal tip assembly. Sjm also received information from the field stating that there was difficulty while delivering the device, due to two severe angulations that were nearly right-angled. Torqueing or excessive manipulation of the pressurewire in a sharp bend and/or against resistance may damage and/or fracture the pressurewire and is inconsistent with the instructions for use (IFU). The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The cause of the reported positioning issue is consistent with the reported severe angulations encountered while delivering the device. The cause of the corewire fracture and the tip coil detachment is consistent with forcible contact during use. The pressurewire instructions for use (IFU) states that excessive manipulation of the pressurewire when the sensor element or pressurewire tip is located in sharp bend may cause damage or tip fracture. The pressurewire instructions for use (IFU) states that torqueing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance.

Event description:
Initial ffr was measured in the lad without issue using a pressurewire certus. While delivering the device into the lcx for a second ffr measurement, there was difficulty due to two severe angulations that were nearly right-angled. There was difficulty in passing when the 1.5cm from the distal tip portion of the device was crossed over the second angulation. The physician felt that something came away while manipulating the torque device for passing. When the device was pulled back slightly proximally, it was noticed that the radiopaque tip of the device on the cine image did not move. The device was removed from the patient. After crossing another non-sjm guidewire into the lcx, the 3cm piece of the device tip was retrieved safely from the patient using a snare catheter. No fragment of the pressurewire was left in the patient. Ffr measurement was aborted, and the patient is stable.